Event description:
Organization contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2013. Organization did not report any injuries or medical intervention at the time of contact with dexcom technical support.